Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient had complaints of pocket discomfort. Device was nearing eri, and was explanted and replaced.